Event description:
It was reported that the patient had one aborted episode as a result of lead noise. The physician decided to monitor and replaced the lead until the device reaches eri. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.